Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose level was 250 mg/dl at the time of incident and current blood glucose was 155 mg/dl. The customer was treated with syringe. The customer reported that they allege pump was under delivering as they had to give double amount of insulin or more per bolus as opposed to giving the same amount with the same insulin type with a syringe. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. No unexpected motor noise anomaly noted during testing. The motor was tested outside the device and passed. Insulin pump received with cracked case at the display window corners and display window. Insulin pump received with broken belt clip slot. Insulin pump received with minor scratched display window and case.